Manufacturer narrative:
Investigation, including root cause analysis,, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).

Event description:
A surgeon reported that during bilateral lasik surgery, the flap in the left eye was partially created and had an complete meniscus. The surgeon did not attempt to lift the flap, and the procedure was reported. The surgeon had no issues treating the right eye. In a follow up, the surgeon reported that the laser detected a false meniscus and allowed the procedure to continue. The surgeon was having issues seating the cone into the suction ring, and attempted to redock. This caused fluid to be trapped under cone and the laser machine read it as the meniscus. The pt has been scheduled for completion of treatment of the left eye. Additional info has been requested.